Event description:
Caller (patient's daughter) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio2: 3.4; lab: 2.4; (B)(6) 2011; 3.1; 2.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with lab results provided by end-user at time complaint was filed: inratio2: 3.4; reference: 2.4; mean: 2.90; confidence limits: 1.8-4.2; 3.1; 2.4; 2.65; 1.7-3.8. Analysis of customer's data revealed that both inratio2 and reference test result comparisons meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. (B)(4). Action threshold (B)(4) was reached. From (B)(6) 2010 to (B)(6) 2011, eighteen therapeutic and three normal donor tests have been performed. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.